Manufacturer narrative:
(B)(4)

Event description:
Customer reported that prior to use on a patient, foreign material similar to a piece of fiber was found contained in the package of the endotracheal tube. There was no report of patient involvement or any required intervention performed.